Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during this transcatheter aortic valve implant procedure, it was difficult to navigate the delivery catheter system (dcs) due to the patient's heavily calcified femoral arteries. As the dcs reached the descending aorta, the implanting team noticed that the guidewire slipped out of the left ventricle. Since additional re-crossing of the aortic valve had to be performed, the medtronic valve system was withdrawn from the patient. Following withdrawal, "some dents, discoloration and cuts" were noted on the dcs capsule. Consequently, a new valve system was successfully used for implant. Additional information was received that the patient's heavily calcified femoral anatomy contributed to the capsule damage. The second system was used with an external sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-34; product lot/serial number: (B)(6); product type: heart valves; implant date: not implanted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during this transcatheter aortic valve implant procedure, it was difficult to navigate the delivery catheter system (dcs) due to the patient's heavily calcified femoral arteries. As the dcs reached the descending aorta, the implanting team noticed that the guidewire slipped out of the left ventricle. Since additional re-crossing of the aortic valve had to be performed, the medtronic valve system was withdrawn from the patient. Following withdrawal, "some dents, discoloration and cuts" were noted on the dcs capsule. Consequently, a new valve system was successfully used for implant.